Event description:
Having a hard time walking and had to resort to using his walker/trouble walking [difficulty in walking]. Aching muscles [muscle ache]. Warm to the touch knees/flashing or a heat sensation in the knee [joint warmth]. Having some swelling [knee swelling]. Case narrative: initial information received on 21-aug-2019 and 22-aug-2019 (processed together with clock start date of (B)(6) 2019) regarding an unsolicited valid serious case received from a physician via sales representative from united states. This case involves a (B)(6) male patient who experienced having a hard time walking and had to resort to using his walker/trouble walking, aching muscles, warm to the touch knees/flashing or a heat sensation in the knee (latency: same day) and having some swelling (latency: 1 day), after using the medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received second injection (out of the three) of hylan g-f 20, sodium hyaluronate via intra-articular route, at a dose of 1 mg (frequency, lot - unknown) for unknown indication in knee. Information on batch number was requested. Reportedly, the patient was having a reaction to synvisc. On same day, overnight patient experienced aching muscles, warm to the touch knees and had a hard time walking and had to resort to using his walker. (Event of having a hard time walking and had to resort to using his walker/trouble walking assessed as serious with seriousness criteria as disability). Patient stated that he had hylan g-f 20, sodium hyaluronate in the past and this was the first time he had ever had an issue. On (B)(6) 2019, after 1 day, patient had flashing or a heat sensation in the knee, as well as had some swelling, and trouble walking. The exact knee was unknown due to the information was not obtained. There was no more information available on this report. Final diagnosis was warm to the touch knees/flashing or a heat sensation in the knee, aching muscles, having a hard time walking and had to resort to using his walker/trouble walking and having some swelling. Action taken: unknown for all events. It was not reported if the patient received a corrective treatment for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated on (B)(6) 2019 for synvisc, batch number: unknown with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Additional information was received on (B)(6) 2019. Global ptc number and results were added. Text was amended accordingly.